Manufacturer narrative:
(B)(4) the maude event report mw5042559 did not contain any info regarding the user facility, or the serial number of the device involved which would have added carefusion in determining if the user facility that had reported this event to carefusion. An exhaustive review of the carefusion technical support call and complaint database did not find any corresponding report from a user facility during the time frame that this event was reported to have occurred. Therefore, carefusion was unable to contact the user facility to make arrangements to perform an eval of the device to determine root cause of the reported event.

Event description:
The following description of the event was copied from a maude event report # mw5042559 received by carefusion from the FDA on july 14, 2015. "Volun (B)(6) 2015 "avea ventilator dx 0140 reportedly malfunctioned on the cardiovascular ICU (cv ICU) pt. Rn reported the avea ventilator pt data screen went blank". No breaths were delivered to pt which caused tps o2 sat to drop. The ventilator alarm message noted "disconnected". Rn used ambu bag to ventilate the pt and the pt's oxygen saturation level stabilized. Respiratory therapist was notified and brought a different ventilator (puritan bennet 840) to replace avea ventilator. Of not, the alarm message was noted "disconnect", different from current avea ventilator recall reporting equipment malfunction with alarm message "circuit occlusion" (recall notice posted 04/21/2015)".